Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. Per the user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided) and carbohydrates were consumed to address bg. Customer did not know cause of low bg; however, pump was submerged in water 2 days earlier. Upon follow up, customer met with a healthcare provider and the cause of the low bg was due to the customer programed a bolus size that was too large.